Event description:
It was reported that this right atrial (ra) lead exhibited noise. It was noted that this resulted in oversensing. In addition, no asystole was noted. The lead was explanted and replaced with a new ra lead. As of today, this product has not been received by boston scientific for further investigation.